Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple watchdog timeout alarms, external ram error alarms and unexpected restart alarms. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not store and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and it functioned properly. No watchdog or external ram error alarms noted during testing. The pump passed the unexpected restart and self tests. No unexpected restart noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.